Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The right ventricular (rv) lead exhibited undersensing and not capturing ventricular tachycardia (vt). It was also reported that the implantable pulse generator (ipg) exhibited a telemetry issue. The ipg and rv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.